Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and complaint of "hest" was not confirmed but the emax 2 plus motor has issues that could possibly cause heat issues. The hose is cut/torn at the motor to hose interface, the motor has thermistor/flex circuit issues, and the motor has cleaning/immersion issues (detergent residue). The condition of the emax 2 plus motor is most likely due to cleaning, immersion, and handling issue at the customer site. If additional info becomes available, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device was heating up. It is known that the device was used in surgery. It is unk if injury medical intervention or delay in surgery occurred. No additional info was provided.